Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula was not delivering insulin and might have been bent, but the cannula was too small for them to be sure if it was bent or kinked within 3 or more hours after insertion on (B)(6) 2024. The infusion set in use for 6 hours. The infusion set was inserted at abdomen. The customer regularly rotates site location and confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer replaced infusion set and resumed insulin successfully. The customer's blood glucose at time issue noticed was 98-320 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.